Manufacturer narrative:
No report of patient involvement. The mother board was replaced to fix the reported issue.

Event description:
During the depot repair, it was noted the err_warmstartup during calibration (unit would restart randomly in the middle of calibration). There was no reported patient involvement.